Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Findings: unit passed rewind test, prime test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts were present in the pump history file. Unexpected replace battery alerts were present in the pump history file and power error detected alarms were triggered when the lithium backup battery was less than 3.5 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Event description:
The customer reported via phone call that they got low battery alarm and power error detected on insulin pump. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed. The insulin pump will be returned for analysis.